Event description:
Procedure type: hemicolectomy. According to the reporter: luminal bleeding occurred at staple line two days after the operation. The doctor had to perform a surgery again to resect the hematoma colon. The sales rep couldn't receive the product because it had been disposed of at the first surgery. Therefore, the subject device cannot be returned for investigation. There was not any reinforcement material used in conjunction with the stapling device. The info about patient was asked but unknown.

Manufacturer narrative:
(B)(4).